Manufacturer narrative:
Physio-control replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had logged several event codes into its memory. During device evaluation physio-control observed that the device would not shock defibrillation energy but prompted 'connect cable'. There was no patient use associated with the reported event.